Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the recorder shut off after four hours. The recorder worked correctly during the previous procedure. There was no patient injury and there will be a repeat procedure.